Event description:
It is reported that the lens was explanted due to refractive error. No patient injury was reported.

Manufacturer narrative:
(B)(4).all pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted. (B)(4): placeholder.